Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2017-06024 it was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the scs system was explanted. No cultures were taken and the patient was treated with IV antibiotics and oral medication. Additional information revealed the infection was not seen around the patient's ipg or lead sites, but the patient developed intractable thoracic ridiculi, due to the implant and infection was found in the patient's blood. The patient remained hospitalized for 5 days and the infection has resolved